Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed carbohydrates to address a blood glucose (bg) level which resulted in high bg level of 570 mg/dl. Reportedly the customer delivered basal insulin via the pump to address bg level.